Event description:
The customer reported that both monitors were black and image artifacts. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed a sbc kit then replaced the cpu, display adapter and gib. The system operates as intended.